Manufacturer narrative:
The lens was returned positioned incorrectly in a qualified company cartridge. Viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area. The lens was misfolded, pressed up against the roof of the cartridge. Both haptics were misfolded under the optic. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported complaint is related to a failure to follow the instructions for use (IFU). The lens was returned loaded incorrectly. The lens was misfolded, pressed up against the roof of the cartridge. Both haptics were misfolded under the optic. The lens position would indicate a plunger underride occurred. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown of if a qualified handpiece and viscoelastic were used. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description that, there was a failure placement, the lens got stuck.